Event description:
It was reported that previous interrogation showed the battery longevity estimate was 4.9 yrs. But on (B)(6) 2023 battery estimate was 6.9 months when interrogated with an updated software version of the programmer. There were also high ventricular rate episodes present on the pacemaker that seemed to originate from rapidly conducted atrial fibrillation. There were no device concerns.